Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. The bravo device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found that the delivery system is broken. The customer reported the capsule failed to attach. The reported condition was not confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. The investigation identified the root cause of the reported event to be mishandling. The user has contradicting the instructions for use (IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no patient and user harm, no intervention was required, and another capsule was placed successfully. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.